Event description:
It was further reported that during the index procedure, the patient was discharged on aspirin and prasugrel the day after the first stent was implanted. The previously noted proximal right coronary artery target lesion was further specified as a ostial lesion. The patient stopped taking their study medication in (B)(6) 2011. In (B)(6) 2012, and not (B)(6) 2012, as previously reported, the patient died of unknown causes.

Event description:
(B)(4) clinical study. Same case as MDR# 2134265-2012-04142. It was reported that post a stenting treatment procedure, death occurred. In (B)(6) 2011, the patient presented with unstable angina and non-q-wave st elevation myocardial infarction. During the index procedure, a 90% stenosed, 10mm long target lesion located in the first obtuse marginal branch with a reference vessel diameter of 2.5 mm was treated with pre-dilatation and placement of a 2.75 x 20 mm (B)(4) stent. Following post dilatation, residual stenosis was 10%. Seven days later the patient presented for a staged procedure where a second, 90% stenosed, 5mm long target lesion located in the proximal right coronary artery with a reference vessel diameter of 3.0 mm was treated with a pre-dilatation and placement of a 3.00 x 12 mm (B)(4) stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient died.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Death date and event date corrected from (B)(6) 2012. Describe event or problem: updated and corrected. Relevant tests/lab data, other relevant history: updated. (B)(4).